Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. However the pump was received with intermittent button response due to moisture damage keypad trace. No excessive no delivery alarm. No failed batt. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 307 mg/dl. The customer called in for assistance with the no delivery alarm. The customer was resolved the issue with ta complete set change. . Troubleshooting was not able to resolve the issue. She called in three days later with the no delivery alarm, but was unable to resolve the issue, due to having unresponsive keypad. The customer blood glucose level at the time of the event was 210 mg/dl. The device will be returned for analysis.